Event description:
On 11/jul/2024 a peritoneal dialysis registered nurse (pdrn) reported that this peritoneal dialysis (pd) patient was hospitalized due to peritonitis. Additional information was obtained through follow-up with the pdrn. The patient was experiencing abdominal pain and went to the emergency room (ER) on 04/jul/2024. Pd effluent cultures were obtained. The patient was diagnosed with peritonitis and admitted to the hospital. The patient¿s white blood cell (wbc) count came back as 9,9 (unknown units). The patient was initiated on antibiotic therapy with vancomycin 1,000mg in 250ml sodium chloride (nacl) 0.9% intravenous piggyback (ivpb) to be given daily from 04/jul/2024 through 13/jul/2024. Additionally, the patient was prescribed cefepime 1,000mg in 100ml nacl via ivpb every other day from 04/jul/2024 through 11/jul/2024. The pd effluent culture resulted positive for pseudomonas aeruginosa. The pd catheter (not a fresenius product) was removed, and the patient transitioned to hemodialysis (hd). The patient remains hospitalized. The cause of the peritonitis was attributed to touch contamination by the patient.